Manufacturer narrative:
It was reported that the event occurred on (B)(6) 2023 / (B)(6) 2023. The device pictures provided by the customer were reviewed. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility reported an increased upstream occlusion alarm frequency post-implementation of the v9.02.01 software update with the spectrum iq infusion pumps. It was further reported that while using a spectrum pump (serial number not provided) alarmed upstream occlusion during potassium therapy at 100 ml/hr in the 3k cancer infusion center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.